Event description:
It was reported to medtronic minimed that the customer reported an insulin flow blocked alarm and the not giving her the right amount of insulin. Troubleshooting was not performed. The customer reported no adverse event. The event involved product(s) mmt-1715kl, mmt-332a, unomedical. No harm requiring medical intervention was reported. It was unknown whether the customer would continue using the device. No product return was required for mmt-1715kl. No product return was required for mmt-332a. No product return was required for unomedical.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08705 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 04-oct-2024, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 04-oct-2024 listed on smartsolve. Dailytotalcollectionstarttime = 10/04/2024 00:00:00.000 dailytotalofallinsulindelivered = 23.775 dailytotalofbasalinsulindelivered = 11.575 dailytotalofbolusinsulindelivered = 12.2 10/04/2024 05:44:38.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 0.8 bolusamountdelivered = 0.8 10/04/2024 05:54:06.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 1.1 bolusamountdelivered = 1.1 10/04/2024 07:57:22.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 1.6 bolusamountdelivered = 1.6 10/04/2024 12:35:30.000 dualboluspartdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 1 squarebolusamountprogrammed = 1 bolusamountdelivered = 1 10/04/2024 13:05:00.000 dualboluspartdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 1 squarebolusamountprogrammed = 1 bolusamountdelivered = 1 10/04/2024 13:33:22.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 1.2 bolusamountdelivered = 1.2 10/04/2024 14:43:32.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 1.9 bolusamountdelivered = 1.9 10/04/2024 17:46:14.000 dualboluspartdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 0.8 squarebolusamountprogrammed = 0.9 bolusamountdelivered = 0.8 10/04/2024 18:31:00.000 dualboluspartdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 0.8 squarebolusamountprogrammed = 0.9 bolusamountdelivered = 0.9 10/04/2024 21:18:16.000 dualboluspartdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 0.5 squarebolusamountprogrammed = 0.5 bolusamountdelivered = 0.5 10/04/2024 21:48:00.000 dualboluspartdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 0.5 squarebolusamountprogrammed = 0.5 bolusamountdelivered = 0.5 10/04/2024 23:56:30.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 0.9 bolusamountdelivered = 0.9 the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. There were no other unexpected pump error(s)/alarm(s) noted 1 week prior to the event date 04-oct-2024 in the formatted history file. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Customer alleged for no delivery alarm/insulin flow blocked alarm and possible under delivery anomaly were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.